Manufacturer narrative:
Device is a combination product. (B)(4). Promus element mr ous 3.50x24mm stent delivery catheter (sdc) was returned for analysis. Stent not returned. Stent separated from sdc. There was no stent on the balloon. It appeared the balloon may have been subjected to positive pressure and a vacuum pulled. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The target lesion was located in the tortuous and calcified left circumflex artery (lcx). Following pre-dilation, a 2.25x16mm promus element drug eluting stent was advanced but failed to cross. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment.